Event description:
The patient contacted animas on (B)(6) 2013 reporting that insulin was found in the cartridge compartment. Customer support (cs) advised the patient to change cartridge and monitor. The patient changed the cartridge and insulin again was found in the cartridge compartment. There is no reported adverse event with this complaint. This report is made based on the allegation of the cartridge leak issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.